Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited undersensing. Revision was done for this lead as an intervention. This lead remains in service. No additional adverse patient effects were reported.